Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the customer moved the camera from arm 1 to arm 2 to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site contacted technical support engineer (tse) to report that two of the arms were not responding, and they were inverted. The positioning did not seem right. The surgeon reported that their wrist had to be bent at an angle to control the instruments. Site was port hopping with the camera and it was working earlier but the issue occurred when they moved the camera to arm 1 where it currently was. Tse recommended reseating the instruments and sterile adapters as well as the camera and caller stated they had already done that. Tse recommended trying the camera back on arm 2 instead of on arm 1. Tse held on the phone for a few minutes, and the surgeon proceeded with the case and stated the instruments started working/responding normally. The procedure was completed with no reported injury.